Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error multiple times. The insulin pump was moving really sluggish and her blood glucose level was really high. Customer's blood glucose level was around 500 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support disk. The motor passed motor test. No e70 alarm was found in the alarm history screen. The insulin pump currents are within specifications. The insulin pump had minor scratched lcd window, cracked near the display window corners, battery tube threads cracked and broken reservoir tube lip.